Manufacturer narrative:
No further investigation required. Information from the field sufficient to make accurate reporting decisions. Should new information become available, this event will be further reviewed.

Event description:
Boston scientific received information that approximately one week post implant, this right atrial lead was confirmed dislodged. The physician elected to surgically intervene and explant/replace, the dislodged product. No resulting adverse patient effects were reported and another boston scientific lead was implanted without reported complications.